Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the thoracoscopic lung lobe surgery, after fired, found the staples malformed with irregular shape. Another like product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4).batch # n57f0v. The analysis found that one ec60 device was returned with no apparent damage and with a gst60w partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.